Event description:
It was reported that caller initially did not see drops of insulin at end of tubing during fill tubing step of load sequence despite using room temperature insulin, a new cartridge, and confirming that pump piston was in contact with bottom of cartridge reservoir. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support to continue filling tubing until drops of insulin appeared, and technical support assisted customer in completing load process and resuming insulin delivery.